Event description:
A healthcare facility in minnesota reported that they found a hole in the tubing of an opt314 optiflow junior nasal cannula during patient use. The oxygen saturation level of the patient showed a reduction. The level went back to normal after the cannula was replaced. No further patient consequences were reported.

Manufacturer narrative:
(B)(4). Correction: section d4 model# is amended to opt314 and catalog # is amended to opt314. The optiflow junior cannula is designed specifically for the delicate anatomical features and flow requirements of neonatal and pediatric patients. It features adhesive pads (wigglepads) to maintain cannula stability on the patient's cheeks, soft-touch nasal prongs and breathable kink-proof and crush-resistant flexible tubing. Method: the complaint opt314 junior cannula was returned to fisher & paykel healthcare in new zealand and visually inspected. Results: visual inspection revealed that the tube of the returned cannula was partly pulled out of the swivel grip. Conclusion: we were unable to conclusively determine the cause of the reported failure. However, the damage was most likely caused by an excessive pulling force being exerted on the tubing. It was stated by the customer that the cannula was used for 21 days before the reported event. All optiflow junior cannula are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that all connections are secure during use. Check cannula is undamaged and that the flow path is maintained. This product is intended to be used for a maximum of 7 days. Appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Do not stretch or crush tube.

Manufacturer narrative:
(B)(4). The complaint optiflow cannula is currently en route to fisher & paykel healthcare in (B)(4) for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) reported that they found a hole in the tubing of an opt314 optiflow junior nasal cannula during patient use. The oxygen saturation level of the patient showed a reduction. The level went back to normal after the cannula was replaced. No further patient consequences were reported.